Manufacturer narrative:
Based on the claim against the product by the customer noting repeated error c-34 on iesu, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could reproduce the reported error c-34 and replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint; however, evaluation/investigation has not been completed. The complaint regarding error c-34 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors c-34 and m-11 related to the reported complaint. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked. This complaint is considered a reportable malfunction event due to the following conclusion: the fse confirmed the reported issue in the investigation and replaced the iesu. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system had repeated error c-34 occurred on the integrated electrosurgical unit (iesu) when firing the monopolar instrument. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed errors c-34 and m-11 in the logs. The tse had the customer power cycle the iesu, which resolved the issue. After, the customer called back and stated that the error reoccurred. The tse advised the customer to use another power outlet. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The issue was not resolved by using another power outlet. The customer was able to continue to use iesu after hard power cycle. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis confirmed and reproduced the reported complaint. Error c-34 occurred when the unit was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.